Manufacturer narrative:
Section b5: related manufacturer report number was not included in last report.

Event description:
Related manufacturer report number: 2916596-2020-04174.

Manufacturer narrative:
DHR (device history review). The device history records including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. The system operations section of the hm3 lvas IFU explains how to replace the modular cable. The surgical procedures section notes that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. The patient care and management section cautions the user to avoid pulling on or moving the driveline. The IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The patient care and management section also instructed the user to check the driveline daily for signs of damage, such as cuts, holed, or tears. The alarms and troubleshooting section provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." Finally, the equipment storage and care section explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Incidental findings: microscopic inspection of the wires revealed a breach to the insulation of the yellow wire approximately 22.5¿ from the inline connector, exposing the inner metal conductors; however, because no other areas of compromised wire insulation were identified on the wires immediately surrounding the damaged yellow wire, there was no potential for an electrical short to occur to result in any driveline related alarms or functional issues. Manufacturer's investigation conclusion: the evaluation of the returned modular cable identified discoloration of the polyurethane jacket, inline connector bend relief, and controller connector bend relief, as well as an area of compromised wire insulation. The polyurethane jacket was discolored tan throughout. The inline connector bend relief and the controller connector bend relief were discolored brown. A specific cause for the observed discoloration of the polyurethane jacket, the inline connector bend relief, and the controller connector bend relief could not conclusively be determined through this evaluation. The controller and inline connector pins appeared unremarkable. Visual inspection of the polyurethane jacket found no damage. The armor layer, clear bionate layer, and teflon layer were unremarkable. Visual inspection of the underlying wires revealed areas of kinking in multiple locations. Microscopic inspection of the wires revealed a breach to the insulation of the yellow wire approximately 22.5¿ from the inline connector, exposing the inner metal conductors. The wire damage occurred in a location where the wiring was kinked and appeared to be the result of fatigue damage due to repetitive flexing of the modular cable in these areas. Because no other areas of compromised wire insulation were identified on the wires immediately surrounding the damaged yellow wire, there was no potential for an electrical short to occur to result in any driveline related alarms or functional issues. The modular cable was tested to evaluate the integrity of its wires. The modular cable passed testing without issue. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) contains information regarding how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
During the investigation of the modular cable, a breach to the insulation of the yellow wire approximately 22.5¿ from the inline connector was found, exposing the inner metal conductors.